Event description:
It was reported that the patient received six shock therapies due to oversensing, noise and high impedance on the right ventricular (rv) lead. It was also reported that the rv lead was fractured. The lead was has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the distal portion of the lead was returned, analyzed, and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there were several distorted conductors, the defib conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, the outer tubing was also kinked/buckled, melted, had cosmetic environmental stress cracking and was breached cut, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.